Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. One device was received for evaluation; the events were confirmed during testing. The device was found to be affected by bearing and rotor wear. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device was smoking when turned on, and then the device would not turn off. There was no patient involvement; no patient impact.